Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was experiencing back pain near their lower neck and shoulder blade area near the lead implant. The area was red, swollen, and painful to the touch. The hcp drew blood for a test and was waiting for the test culture. It was noted that the patient's white blood cell count was high but that their lactic acid was within normal limits. A CT scan of the patient's back revealed that one of the electrodes on the patient's paddle lead might have 'pulled out.' No further complications were reported.